Event description:
An article was published in thieme e journal-klinische monatsblätter für augenheilkunde / abstract, citing a case study of "cat eyes - iris capture as unusual complication after phakic posterior chamber intraocular lens implantation". The patient(s) experienced pupil impairment and blurred vision. The article reported, "the patient reported mild postoperative symptoms, including pupil distortion, blurred vision, pressure sensation, and occasional tearing, predominantly in the left eye. The distortion was more pronounced in low-light conditions but often resolved in well-lit environments. Subtle pigment deposits on the piols were observed". It was also reported that, " iris capture behind the piol optic edge, an uncommon complication not extensively documented, was identified as the cause of the pupil distortion. The curvature of the piol optic-haptic junction, combined with a high vault, was thought to contribute to this phenomenon".

Manufacturer narrative:
H6: health effect- clinical code: "4581- pupil impairment" should be added. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5.- originally the claim was determined to be reportable, but upon further review, disregard initial MFR report as it is n/a. Claim# (B)(4).